Event description:
The manufacturer received information that a trilogy 202 ventilator was returned to the manufacturer's service center for evaluation of the allegation the device was making a loud noise when auto triggered and shook while 100% oxygen boost feature was activated. There was no harm or injury reported. The device was returned to the manufacturer's service center for evaluation of the allegation of the device shaking and making loud noises during 100% oxygen. Device evaluation was not able to confirm this issue; other than a small noise when starting 100% oxygen, the device neither shook nor made any unusual sounds. The oxygen blending module (obm) was to check for any loose parts and found none. Device error logs showed no urgent service alarms. The device failed dp purge valve step; however, the digital manometer showed the correct pressure value before the step failed, indicating a faulty sensor board or cable. As the sensor board had already been replaced, only the cable was replaced, which fixed the issue and device proceeded to pass testing. Additional findings not related to the malfunction/issue: several components were damaged and/or contaminated and were replaced.